Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory patient notification alert. Upon interrogation, high lead impedance was observed. There was also no capture at maximum output. Programming changes were made and patient was sent home. Lead replacement was planned. There were no adverse consequences to patient during device interrogation.